Event description:
It was reported that implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became.